Event description:
New information received notes post-procedure the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient presented with an infection. Their pacemaker was explanted in a procedure on (B)(6) 2021. Post-procedure the patient status was unknown.